Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "runaway" during setup of the device. A getinge field service technician (fst) was onsite on 2021-03-29 for investigation of the pump in question. It was observed that the belt kit plate was rubbing against the tacho board, which leads to the reported error message: "runaway". The fst adjusted the settings and the tension of the belt kit. After that the pump was working to factory specification and is back in use. The review of the non-conformities during the period of 2011-05-26 to 2021-03-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of rpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 twin pump displayed error message: "head error". No patient involvement reported. Further information was requested but still pending. As soon as new information becomes available, a follow up emdr will be submitted.

Event description:
It was reported that the hl20 twin pump displayed error message: "head error". No patient involvement reported. Reference number: (B)(4).